Event description:
It was reported that prior to a lab, the device jaws were closed. While preparing for the lab, the vet tech was trying to fire the device; was hard to fire but did fire and nothing happened and the jaws stayed closed. The device appeared to fire but only returned halfway to the original start position.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that it was received with the jaws in the closed position. The trigger was manually assisted in order to re-open the jaw; one pear shaped clip was released. The device was cycled and the remaining clips were properly fed and formed; the device locked out as intended. It could not be determined what may have caused the reported event. Although no jaws opening issues were noted during functional testing, a corrective action has been initiated to address the root cause of the opening issues. No incident related to the reported event was observed during the batch record review. H6: malformed clip.